Event description:
New information received notes that the lead was not returned.

Event description:
It was reported that a patient presented remotely with low r-wave sensing and high pacing impedance noted on the patient's right ventricular lead. It was concluded that the right ventricular lead had perforated the heart, resulting in patient discomfort. The lead was explanted on (B)(6) 2023. No adverse patient consequences were reported.